Manufacturer narrative:
During testing and repair at the service center the device displayed a red light visual alarm. This was due to the broken regulator.

Event description:
It was reported that the regulator was broken.